Event description:
Customer reported that the insulin pump was squirting insulin everywhere when filling the tubing. Customer stated that there was chipped plastic near the battery cap. Customer was able to read the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 234 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.